Event description:
Boston scientific received information that the patient with this right atrial (ra) lead endured a cardiac procedure. Following the procedure, the ra lead was found to be dislodged. A lead revision procedure was performed and the lead was repositioned succesfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.